Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and lead slack. As received, a complete lead was returned for analysis. Visual noted the helix was retracted and covered with blood / tissue. After cleaning, and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.

Event description:
It was reported that patient presented for scheduled generator change procedure. During procedure, while hooking up right ventricular (rv) lead to new generator, it was noted that due to deep subclavian access and lack of lead slack the right ventricular (rv) lead was dislodged and exhibited inadequate capture. Dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced as a result. Patient condition was stable.